Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported cylinder aneurysm cannot be established as the product is not available for analysis. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced deflation issues and a cylinder aneurysm with an ambicor penile prosthesis (app). A surgical procedure was performed in which the existing device was removed and replaced with a new app. Upon inspection there was no air identified in the device. There were no patient complications related to the event.